Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and heavy and painful menses and mesh was implanted along with the concurrent procedures of total vaginal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, frequency and urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency, frequency and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.